Event description:
While the doctor was working on tooth #3, the patient's cheek was burned 10mm by 5mm.

Manufacturer narrative:
Patient was prescribed 600mg ibuprofen and 20% benzocaine gel. Patient was also advised to rinse with warm salt water. Patient has completely healed. During the handpiece evaluation, it was found that the bearings were worn, and gritty in the drive assembly, shaft and axle, the head was dented, and medium debris was present.